Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. During the visit, an electrocardiogram was conducted to reveal cardiac perforation. Further testing was done and the event was stable. No further intervention was completed. The patient was discharged.